Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient heard a pump alarm in (B)(6) 2016; however, telemetry had not been performed to confirm the alarm. Per the patient, the pump was empty as she did not have a doctor to manage it. There were currently no patient symptoms. The patient was seeking a new managing doctor. The current dose of morphine was 7mg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not feeling well and that they would follow up with the suggested hcp's and also work with workman's comp to see how long it would take to get approved for a new location.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient continued to look for a physician. The pump had been empty since (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the (B)(4) emailed to the patient in (B)(6) have not accepted her or the numbers were wrong. The patient requested new physician' listings, but could only go 50 miles from her home because she was in "enormous pain", "extreme pain" all the time. The reporter confirmed the pump was empty and the critical alarm started in (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (16.4 mcg/day; concentration, type, brand, or lot # unknown), bupivacaine intrathecal (3.08 mcg/day), and morphine intrathecal (4 mg/day). The patient's indication for pump use was non-malignant pain. The patient was supposed to have a pump refill appointment on (B)(6) 2015 but missed the refill. The clinic was now closed and the patient was in pain. The pump had previously been turned down to half the dose. The event was related to the device. Later, on (B)(6) 2015, the consumer indicated that the patient had found a physician to refill the pump but needed a referral. Additional information from a consumer indicated that due to insurance issues the patient still had not found a physician. The complete drug information, other medication (oral, etc.) The patient was receiving at the time of the event, pertinent medical history, interventions/actions taken, cause of the event, and outcome of the event were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.